Manufacturer narrative:
Additional details received on (B)(6) 2017: revision of a total hip implanted on (B)(6) 2014; pain for more than 1 year with a suspect loosening of the femoral stem after a fall. The amistem c cemented stem size 2 was extracted without difficulties and replaced with the quadra short neck cementless stem., on (B)(6) 2017. At the post-op control, the surgeon saw a fracture and re-operated the patient on (B)(6) 2017 using 3 wires for the fracture, without explanting any device. On (B)(6) 2018 the medical affairs director: a cemented femoral stem in tha got loose after a few years probably because of a traumatic event. During revision surgery, a fissure was created on the femur. This is a known, possible adverse event that may take place during femoral preparation, known and quantified in literature. It is more likely to happen in a revision case where the femoral bone is already weakened. No reason to suspect a faulty implant. Batch review performed on (B)(6) 2018. Lot 164567: (B)(4) items manufactured and released on (B)(6) 2015. Expiration date: 2021-10-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Three days after the stem revision the surgeon detected a femur fracture and revised the patient a second time applying three cerclage. No implants swap. The surgery was completed successfully.